Manufacturer narrative:
Follow-up #1: date of submission 9/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (B)(4) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Pump returned with iob featured enabled duration 4.0hrs. A 10u audio bolus and a 10u normal bolus were successfully performed and accurately recorded in the bolus history. The iob status screen correctly reflected the 20u. Next performed an ezcarb bolus; pump correctly displayed iob in calculated bolus the available daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was lethargic and talking slowly, with a blood glucose of 38 mg/dl and cognitive impairment. Patient required no unusual assistance. The reporter alleges an insulin on board calculation issue starting on (B)(6) 2015. During troubleshooting, customer support found that the pump is subtracting iob amount correctly. Cs attributed the bg excursion to a training/misuse issue, and the patient continues using the pump. There is no evidence of product malfunction. This complaint is being reported as the bg excursion was attributed to use error.